Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter device could not be secured because the device was power broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to failure to follow the directions for use and running the device in the safe or load position, which is user error / abuse and possibly misuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an anterior cervical surgical procedure, it was observed that the motor device was not grasping burr devices. There was a fifteen minutes delay to the planned surgical procedure. An identical spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.